Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed a red alert for a high out of range shock impedance measurement. This ICD remains in service and no adverse patient effects were reported.